Manufacturer narrative:
Report number-2518422-2023-04886 was filed in error for an issue previously reported on report number-2518422-2023-02037.

Event description:
The manufacturer received information alleging a ventilator failed to deliver the prescribed pressure. There was no harm or injury reported. The device has been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed to deliver the prescribed pressure. There was no harm or injury reported. The device was evaluated by the manufacturer's product investigation laboratory (pil) and found the device functioned as designed and operated without issue or error codes.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator failed to deliver the prescribed pressure. There was no harm or injury reported. Trilogy evo (pn in2100x15b sn (B)(6)) device was returned to the philips product investigation lab (pil) and subjected to testing. Pil visually inspected the trilogy evo externally for obvious defects and found none. No malfunctions or performance outside of specifications were found with the device. Low inspiratory pressure alarms were confirmed in the log to have occurred. Low inspiratory pressure alarm is a patient alarm that typically occurs when there is a circuit leak that may be mitigated by ensuring sufficient mask fit and checking that all circuit connections are secure. In cases where the low inspiratory pressure alarm may be caused by a malfunction, the event log will indicate related system errors. However, in this case, there are no events or errors related to malfunctions, damage, or performance issues. The device was forwarded to engineering for their consultation. Engineering performed a benchtop analysis and reviewed the code to see the logic that may trigger the low inspiratory pressure alarm (lip). There are 3 types of criteria that can lead to a lip alarm in the version 1.06.05.00 software on the customer¿s unit. 1 of these 3 criteria is very susceptible to leaks in the circuit which is not always desirable. Software was revised to remove this criteria, leading to two remaining ways in which lip is triggered, which effectively reduces the possibility of circuit leaks leading to lip alarms as the threshold for when the alarm is triggered has been tightened. Since the customer was using a unit that didn¿t have this software update yet, their circuit leak was high enough to trigger the lip alarm while the new software is less sensitive to leaks leading to lip alarms. This was not considered a false positive; the unit did what it was designed to do, but we nonetheless updated to make the product less susceptible to this as a product improvement. Algorithm is now less sensitive but still robust enough to catch pressure drops. This software update was version 1.06.10.00, released on 2024-07-22, and effectively addresses the issue the customer reported in the second complaint. Customer¿s unit need only require the software update.